Event description:
The customer reported that the alarm has a broken nurse call outlet. He reported that when a posey nurse call cable is attached and slightly moved the alarm tone will not sound at the nurse's station. No other damages were reported by the customer. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation codes: results: (other) - evaluation of the returned product found that the nurse call light (indicator) has intermittent power at the test fixture if the nurse call cable is wiggled. The nurse call receptacle does not show any physical damage. The aqualert (water indicator) label shows that the unit has been exposed to moisture. The battery springs are bent and are oxidized and the bottom right corner of the alarm case is cracked. Note: instructions for use state: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. When accessing the battery compartment slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Insert four (4) new "aa" alkaline batteries. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. (B)(4).